Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per the customer the device was not running in caution status. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. Root cause: a root cause assessment was performed for this complaint. A definitive root cause for the reported citrate reactions could not be determined. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by patient physiology, the patient's disease state, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate.

Event description:
The customer reported a patient experienced tingling in the chest during a cmnc procedure on a spectra optia device. The customer lowered the ac infusion rate from 0.8 ml/min/ltbv down to 0.6 ml/min/ltbv and increased the IV calcium to 1gm over 1hr. The patient was still having tingling, but it was tolerable. Per the customer the symptoms resolved shortly after speaking with terumo bct and the patient fully recovered. The customer declined to provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer the device was not running in caution status. Investigation is in process. A follow-up report will be created.

Event description:
The customer reported a patient experienced tingling in the chest during a cmnc procedure on a spectra optia device. The customer lowered the ac infusion rate from 0.8 ml/min/ltbv down to 0.6 ml/min/ltbv and increased the IV calcium to 1gm over 1hr. The patient was still having tingling, but it was tolerable. Per the customer the symptoms resolved shortly after speaking with terumo bct and the patient fully recovered. The customer declined to provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient experienced tingling in the chest during a cmnc procedure on a spectra optia device. The customer lowered the ac infusion rate from 0.8 ml/min/ltbv down to 0.6 ml/min/ltbv and increased the IV calcium to 1gm over 1hr. The patient was still having tingling, but it was tolerable. Per the customer the symptoms resolved shortly after speaking with terumo bct and the patient fully recovered. The customer declined to provide patient information. The collection set is not available for return because it was discarded by the customer.